Event description:
A us distributor reported that a monitor's case was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The monitor was unable to complete detect and treat testing due to being unable to insert belt into connector. The root cause of the physical damage to the belt receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.